Event description:
It was reported that this pacemaker was surgically abandoned and replaced due to an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.